Event description:
Caller states patient tested 4.3 inr on coaguchek xs system 1 and 2.9 inr on coaguchek xs system 2. No actions taken based on device results. Caller states patient's finger may still have been wet from alcohol when reported results were obtained. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04177, and # 3005099803-2010-04178. It was reported to boston scientific corporation that two ultratome xl sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the sphincterotomy, the cutwire on the first ultratome xl broke. The same event occurred with the second ultratome xl sphincterotome. It is unknown if the wire broke into 2 or more pieces, or if any piece fell away from the device. The procedure was completed with a third ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system 1 (lot number 2018231, expiration date 10/31/2011). (B)(4).